Event description:
A hosp in (B) (6) reported via a distributor that they removed the water trap from an rt125 infant bias flow breathing circuit and found a leak. It was reported that the hosp replaced the breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B) (4): the product is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k20332. Background: the breathing circuit water trap consists of two parts. The lower part ('water trap bowl') can be removed during use to drain condensate from the breathing circuit. A valve seals the breathing circuit when the water trap bowl is removed. Method: the returned breathing circuit was pressure tested with and without the water trap bowl attached. Results: a leak was found at the seal between the water trap bowl and the top of the water trap (when the water trap bowl was attached) and at the valve (when the water trap bowl was detached). A lot check revealed no other complaints for leaking water traps for breathing circuits with lot number 090213. Conclusion: a leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. Our monitoring and trending of adult breathing circuit water trap leaks has a rate of occurrence (B) (4).